Manufacturer narrative:
Additional information received on september 2, 2015: correspondence received stating "samples are not being returned". Device evaluated by manufacture checked "yes" in error on the initial MDR manufacturer report number: 9680866-2015-00072 submitted august 5, 2015. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted (B)(4).

Manufacturer narrative:
Corrections have been made to sections (type of reportable event) (patient code) as this was submitted on the initial MDR incorrectly (B)(6) 2015. This correction was based on the complaint detailed follow-up description; saturation level was lowered (event potentiated) because another nebulizer had to be found to use. This information was discovered (B)(6) 2015. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Previous investigation has been closed. Two root causes were identified. The jet was being produced in an old injection molding machine that was not conditioned with an alarm to detect and prevent the variation (double cycle) in the process. This machine has been discontinued. Inadequate inspection process for nebulizers. Corrective action has been implemented to include: verifying all active molding machines to confirm all have integrated the required alarms. Create a temporary quality alert to inspect nebulizer components every 2 hours as our inspection process is updated. Creation of a test method for inspection of molded components (nebulizer set and jet). Create a test method for inspection of molded components. Clarify all details of process to do the mixing and add a form to record the amount of resin and material used in each mixing. Determine water flow rates, water temperature and pressure, and include process parameters to be monitored. Determined the expected shelf life of pins for the orifice of cup and jet, and establish its replacement in the adequate period of time. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on december 29, 2015. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It should be noted that the patient's condition initially prompting nebulization is unknown. There were no reports of the patient being harmed as a result of this malfunction. No information regarding the patient status was available at the time of the report. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the patient was connected to a nebulizer by a paramedic. After a "brief" time, the paramedic reportedly noticed the nebulizer was not misting and the patient's oxygen saturation "dropped to 83%." The device was changed. The patient was also "placed on high flow oxygen to reverse the situation". In addition, the patient received im adrenaline. Although no patient injury was reported, the patient reportedly experienced a delay in medication delivery.